Event description:
On (B)(6) 2026, the customer alleged to medela llc that her pump in style breast pump would turn off while using it. Additionally, the customer alleged that she developed clogged ducts and mastitis.

Manufacturer narrative:
Customer service sent a replacement pump to the customer and requested the original pump back for evaluation. On 04/02/2026, in follow up with a complaint handler the customer stated that she developed mastitis in mid-march and was prescribed kelflex, which is resolved. Additionally, the customer stated that the replacement pump is absolutely amazing and is fully emptying her breast. The evaluation of the customers pump determined that the customers pump does not power on with lab or customers transformer. The customers transformer powers on lab pump. The evaluation found that there was a damaged component on pc board. Based on the results of our internal investigation (CAPA-2025-0027) including published literature, it cannot definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women [2].